Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that power could not be supplied. The device was replaced with a new one and the power was supplied, so it was determined to be a defect. Troubleshooting was performed but the issue was not resolved. There is no patient impact.

Manufacturer narrative:
H3: product analysis found that the handle, probe, and a portion of the pouch (blue side) were returned in a triple plastic bag. Upon receipt, traces of contamination were observed on the handle; however, no damage was noted to the handle or probe. Electrical resistance of the entire assembly was measured at 0.29 ohms, which is within specification (less than 0.3 ohms). The device was connected to a nim system and tested using a 1.0 ma stimulating current and a 100 ¿v threshold. When stimulated with a patient simulator, the system consistently returned 1.0 ma and produced a waveform and event tone greater than 200 ¿v. No anomalies or functional issues were identified during the analysis of the returned device. The complaint was not confirmed, no out of specification condition was observed. H6: additional information suggest that b21, c21 and d16 are no longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.